Event description:
The customer reported high blood glucose. The blood glucose reading at time of the call was 525 mg/dl. The customer treated her blood glucose with a manual injection. Troubleshooting was performed. The customer removed the infusion set from the insulin pump and performed a rewind and a manual prime test. Customer accidently primed out all the insulin from the reservoir. Advised customer to assemble a new infusion set for testing. Assisted customer to perform a connection test, rewind, manual prime and fixed prime tests. The device delivered a fixed prime without alarming. Customer's blood glucose rose to 552 mg/dl and paramedics were called. The customer was taken to the hospital for high blood glucose . No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.